Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery (lcx). After a 7f non-boston scientific (bsc) guide catheter and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x12mm balloon catheter. A 3.00 x 28mm synergy drug-eluting stent (des) was advanced for treatment. However, during the procedure, the device failed to cross. The device was taken out and was dilated once again with a 2mm balloon catheter. The stent was advanced to lcx, however, the hypotube was broken. The device was pulled and the procedure was completed with another 3.00 x 28mm synergy des. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a shaft break 32.2cm distal from the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery (lcx). After a 7f non-boston scientific (bsc) guide catheter and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x12mm balloon catheter. A 3.00 x 28mm synergy drug-eluting stent (des) was advanced for treatment. However, during the procedure, the device failed to cross. The device was taken out and was dilated once again with a 2mm balloon catheter. The stent was advanced to lcx, however, the hypotube was broken. The device was pulled and the procedure was completed with another 3.00 x 28mm synergy des. There were no patient complications reported and the patient status was stable. It was further reported that the break occurred 10 to 15 cm from the hub.

Manufacturer narrative:
B5. Describe event or problem- updated. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery (lcx). After a 7f non-boston scientific (bsc) guide catheter and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2x12mm balloon catheter. A 3.00 x 28mm synergy drug-eluting stent (des) was advanced for treatment. However, during the procedure, the device failed to cross. The device was taken out and was dilated once again with a 2mm balloon catheter. The stent was advanced to lcx, however, the hypotube was broken. The device was pulled and the procedure was completed with another 3.00 x 28mm synergy des. There were no patient complications reported and the patient status was stable. It was further reported that the break occurred 10 to 15 cm from the hub.